Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with 500cc mentor memorygel breast implants experienced bilateral rupture with ptosis post procedure. As a result, replacement with mentor gel implants was performed on (B)(6) 2020. See 1645337-2021-02311 for contralateral prosthesis report.